Event description:
Customer tested blood glucose at 11pm and received a result of over 600mg/dl. The customer took 16 units of insulin based on the result. Within 2 hours, the customer stated he had a low blood glucose episode. He tested and received a result of 37 mg/dl. The customer ate to bring up his blood glucose level. The customer states that the device display is showing results over 700mg/dl. Controls were in range. A request was made for the return of the suspect device, and replacement product was sent.